Manufacturer narrative:
G4: 09jan2020. B4: (B)(6). The fse (field service engineer) evaluated the device and did not confirm the reported problem. However they found that the ventilator produced the "patient circuit occluded" diagnostic code. Also , they found broken top cover, rear bezel, touchscreen and front panel assembly and missing bottom feet. The service technician replaced the replaced the top cover, rear bezel, touchscreen and front panel assembly, and foot kit. The ventilator was calibrated successfully and passed all required testing. All the problems found by the service engineer were resolved. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11may2020. B4: 12may2020. A touch screen was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that there was no fault found with the returned touch screen. However, there is a visible scratch on the face of the touchscreen approximately 5/8¿ long horizontally. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03dec2019.

Event description:
The customer reported that the during preventative maintenance the unit alarm occlusion for no reason. There was no patient involvement.